Event description:
Case #: (B)(4). Case subject: npi 8100 check IV set alarms. Account name: (B)(6) medical center. Account #: (B)(6). Asset name: 8100 pump module v9.33.0. Contact: (B)(6). Contact mobile: (B)(6). Patient or user involvement: no. Patient or user harm: no. (B)(6) had a "check IV set" alarms on lvp8100 sn (B)(6).

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of mike had a "check IV set" alarms on lvp8100 sn (B)(6). Technical support, I step through analog sensor test with mike and advised him to replace upper pressure sensor. Mike will replace upper pressure sensor. A review of the device history record for sn (B)(6) was performed from 10/25/2011 to 12/21/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support , I step through analog sensor test with mike and advised him to replace upper pressure sensor. The customer reported problem was confirmed. H3 other text: no product returned.

Manufacturer narrative:
There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Pressure sensors /(B)(4). The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: (B)(6) had a "check IV set" alarms on lvp8100 sn (B)(4).

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of mike had a "check IV set" alarms on lvp8100 (B)(6). Technical support, I step through analog sensor test with mike and advised him to replace upper pressure sensor. Mike will replace upper pressure sensor. A review of the device history record for (B)(6) was performed from (B)(6) 2011 to (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support , I step through analog sensor test with mike and advised him to replace upper pressure sensor. The customer reported problem was confirmed.

Event description:
Case #: (B)(4). Case subject: npi 8100 check IV set alarms. Account name: (B)(6) medical center. Account #: (B)(4). Asset name: 8100 pump module v9.33.0. Contact: (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: mike had a "check IV set" alarms on lvp8100 (B)(6).